Event description:
New information received stated that the patient was in stable condition.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. The patient was in recovery.